Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc was given permission to remotely connect to the customer's instrument. The ccc retrieved required instrument data for review. A review of the quality control (qc) data shows that it was in range. A siemens headquarters support center (hsc) specialist reviewed the issue. Hsc found that no troubleshooting was performed. Hsc reviewed the information that was provided. Hsc did not find instrument issues. Patients before and after this one sample are normal. The cause of the discordant, falsely depressed sodium, chloride and potassium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na), chloride (cl) and potassium (k) results were obtained on a patient sample on a dimension exl with lm instrument. The initial depressed results were released to the physician(s). A technician reviewed the results and found that the initial potassium result was low and a repeat was not requested. The same sample was repeated on the same instrument which resulted higher for all three methods. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed sodium, chloride and potassium results.